Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to treat a moderately calcified, slightly tortuous lesion in the distal right iliac containing plaque using pacific plus balloon catheter. It was reported that physician experienced difficulty removing balloon following balloon inflation. The procedure was finished prematurely. While removing the balloon after inflation, it was very difficult to remove from the sheath, when physician did the balloon was no longer attached to pta catheter. Parts were stuck in sheath, the sheath then had to be removed and procedure finished prematurely. There was no injury to patient. Letter requested.

Manufacturer narrative:
Device evaluation: the catheter returned still inserted in the 4 fr introducer sheath used. The catheter was visually inspected and was found separated 2 parts: balloon and guide wire tube over the guide wire and luer and shaft. After the decontamination the device was analysed. The guidewire tube was still in the 4fr introducer sheath with the guidewire was still inserted. The introducer sheath was easily removed but the guidewire remained stuck into the guide wire tube. The guide wire tube outer diameter was measured and was found stretched. The balloon was unfolded, dirty of blood and bounced 1 cm from the tip. The device was inspected under the microscope: -checked the presence of both markers -observed the detachment areas (on guidewire tube and on the balloon) the detachment between balloon and shaft happened at the proximal balloon welding. The guidewire tube was detached from the hub.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.